Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 730 pm for a high blood glucose level of 322 mg/dl. The customer stated that there was a no delivery alarm from their insulin pump. The customer stated that they will call back to trouble shoot. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.